Event description:
A customer reported receiving a display "signal loss" and then a ¿wait 10 minutes¿ error message on his adc freestyle libre 2 sensor. The customer was not able to monitor his blood glucose due to alarms and consequently experienced a loss of consciousness and was incapable of self-treating. The customer was treated with sugary water by a non-hcp and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the product. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a display "signal loss" and then a ¿wait 10 minutes¿ error message on his adc freestyle libre 2 sensor. The customer was not able to monitor his blood glucose due to alarms and consequently experienced a loss of consciousness and was incapable of self-treating. The customer was treated with sugary water by a non-hcp and no further information was provided. There was no report of death or permanent impairment associated with this event.